Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. At this time, evaluation of the iabp by a company service representative is pending.

Event description:
The customer reported the unit generated an internal communication message and shut down prior to use on (B)(6) 2017. It was later reported to us, on march 06, 2017 that the patient had died on (B)(6). On march 20th we found out the device was attributed to the death. Further details of the event were received on 3/10/2017: the balloon pump was connected to the patient but never ¿pumped¿. All of the EKG signals, etc. Were fine at first. When they connected the pressure cable to the pump, that¿s when the squealing noise started and they noticed the EKG signal was no longer registering and they began troubleshooting the pump. The pump never inflated the balloon.

Manufacturer narrative:
The company service representative reported that preventive maintenance (pm) of the cardiosave was past due on the date of the incident. The customer is not on contract and has to request pms for their units. A back up intra-aortic balloon pump (iabp) was not on site at time of the incident. The service rep evaluated the iabp and found fault codes 107,77,70,69,67,55,15 and 2. Testing determined that the transducer adapter cable when plugged in could cause the cardiosave to emit an audible alarm with an internal error message. The cardiosave ran on a spare cable with all systems checking ok. The customer retained the cable and has declined further testing at this time. The cardiosave passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
The customer reported the unit generated an internal communication message and shut down prior to use on (B)(6) 2017. It was later reported to us, on march 06, 2017 that the patient had died on (B)(6). On march 20th we found out the device was attributed to the death. Further details of the event were received on 3/10/2017: the balloon pump was connected to the patient but never ¿pumped¿. All of the EKG signals, etc. Were fine at first. When they connected the pressure cable to the pump, that¿s when the squealing noise started and they noticed the EKG signal was no longer registering and they began troubleshooting the pump. The pump never inflated the balloon.